Manufacturer narrative:
Date rec¿d by MFR: 21may2019. The manufacturer¿s international service technician confirmed the reported issue. The touchscreen was misaligned, so when calibration was performed, the phenomenon was not improved. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen malfunction. Failure in detecting the touch position of touch panel was confirmed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.